Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was scheduled for vena cava filter placement. The right common femoral vein was accessed and a venogram was performed. The caval filter was deployed in the infrarenal position. The patient tolerated the procedure well. Approximately two years four months post filter deployment, the patient presented for filter retrieval. The jugular vein was accessed and a venogram demonstrated a tilted filter. Retrieval was attempted with multiple snares, but the hook could not be engaged because it was embedded in the caval wall. An oblique view demonstrated multiple filter limbs extending beyond the caval wall. The decision was made to leave the filter in place. The patient tolerated the procedure well. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided. However, medical records were provided and reviewed. Approximately two years and four months post filter deployment, the patient presented for filter retrieval. A venogram taken during removal attempt demonstrated a tilted filter. Retrieval was attempted with multiple snares, but the hook could not be engaged because it was embedded in the caval wall and the filter remain implanted. An oblique view demonstrated multiple filter limbs extending beyond the caval wall. Based on the provided medical records, the investigation is confirmed for a tilted filter, perforation of the ivc wall, and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters.- filter malposition. Filter tilt. Perforation or other acute or chronic damage of the ivc wall. Precautions: this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Remove the eclipse filter using an intravascular snare or the recovery cone removal system only. Refer to the optional procedure for filter removal section for details. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported a vena cava filter was deployed in a patient diagnosed with deep vein thrombosis/pulmonary embolism. After an unknown amount of time post filter deployment, the filter was allegedly tilted and unable to be retrieved. The filter has not been removed and an attempted but unsuccessful percutaneous removal procedure was performed. Based on a review of medical records received, approximately two years four months post filter deployment, during scheduled retrieval, a venogram demonstrated a tilted filter with an embedded hook. Multiple attempts were made with multiple snares in an attempt to capture the filter; however, the hook could not be engaged. An oblique view demonstrated multiple limbs extending beyond the caval wall. The decision was made to leave the filter in place. The patient tolerated the procedure well. No additional information was provided in the medical records received.